Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed fill estimate issue while in use. There was no reported impact to the customer¿s blood glucose level. Customer disconnected from infusion site and delivered bolus as instructed, then worked with technical support to remove air properly and load new cartridge; after these steps, displayed insulin amount aligned with expected range and issue was resolved, with no cartridge return required.